Event description:
It was reported that a low helium occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the issue was resolved over the phone. The customer's biomed determined the o-ring needed to be replace. Low helium fault was repaired. Getinge service was cancelled, and the customer confirmed that the iabp no longer required service and had been returned to clinical use.

Event description:
It was reported that a low helium occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.